Event description:
It was reported to philips that the new foot switch could not be connected wirelessly. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The cause of the wireless footswitch failure could not be conclusively determined by the supplier's part analysis. However, upon functional analysis, fse confirmed that the new wireless footswitch no longer connects to the device. The old foot switch started to work after the field change order implementation. Also, the customer loaded the footswitch, which resolved the battery led defect. Based on the available information, the reported problem could not be confirmed. However, as per our records, the system is identified as being part of the unit affected list of medical device correction (z-0647-2022). The correction has been implemented, and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.